Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm or vibration anomaly noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed a button error alarm. Customer's blood glucose was 76 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.